Manufacturer narrative:
Analysis was performed by a philips clinical product specialist (cps). The results of the analysis indicate the equipment was working as designed, configured and operated. The telemetry device connected and disconnected briefly but does not appear to be used for any patient monitoring. The logs indicate that ECG and spo2 measurements were generated from the monitor and not telemetry. Monitoring and alarming continue from the monitor device. Based on the results of the analysis, the equipment was working as designed, configured and operated. Also based on the results of the analysis, the cause of the reported problem was not able to be identified, but per philips medical safety manager, use issues such as device and alarm management may have been factors as the inop alarms were not resolved in a timely manner. The cause cannot be conclusively determined to be use error though.

Event description:
It was reported the telemetry pack stopped working on (B)(6) 2025. No other clinical information or medical intervention was reported. The technical investigation included an audit log review, revealing the telemetry device was assigned to the bedside. It appears the patient was only being monitored using spo2 as the source of heart rate was pulse. An spo2 inop occurred from 0807 to 1452. At 1453, the spo2 sensor inop started again. The device was put into standby from the manage patient menu at 1615:37, followed by the telemetry device going offline at 1615:49. The bedside monitor came out of standby at 1759 with telemetry remaining offline. ECG was then turned on at the bedside, with ECG and spo2 alarms then being generated. Telemetry came out of standby at 1843, generating a weak signal inop and no data tele inop. This telemetry behavior was then repeated at 1854. Monitoring continued with the bedside with pause and asystole alarms being generated from the bedside along with several alarms for ECG leads off and cannot analyze ECG. The bedside monitor was put into standby at 2126 at the bedside and the patient was discharged at 0009. It was indicated there are eight central stations in the ccu so it cannot be determined which central was used to place the mx40 in standby.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the telemetry pac stopped working on november 9,2025. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.